Event description:
Spontaneous report from cnss advising that patient was hospitalized as of (B)(6) 2022 for transitioning from subcutaneous remodulin to intravenous remodulin. The doctor decided to put the patient back on subcutaneous remodulin and both pumps had lost programming. Author walked the nurse through re­ programming both pumps, which was done successfully. Nurse did not report the serials numbers of the pumps but there are only two on the patient's account: (B)(4). Nurse also did not report any clinical injuries or side effects. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Yes;, but she did not need it. If yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by health professional.